Manufacturer narrative:
Product complaint #(B)(4). (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a hernia surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the thread broke. No adverse patient consequences were reported. Additional information was requested.